Manufacturer narrative:
The pod was received for evaluation fully deployed. There were no bends or kinks on the soft cannula observed. The pod data indicated there was no struggle to deliver insulin. The investigation found no damage or deficiencies to the fluid path that would result in the pod leaking. A leak test was also performed and there was no damage or leakage observed. There was no device problem found during the investigation.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause for the reported issue of bent cannula. The lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.1. Operating system: ap3a.240905.015.a2.g996u1uesghyf1. Hardware: sm-g996u1. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose (bg) level rose to 297 mg/dl between 4 and 24 hours of wearing the pod. The reporter stated they changed their pod the prior morning and the pod was working perfectly fine. When they woke up the next morning, they started to feel sick and noticed their bg was high. The patient did a bolus at 7:00am. The reporter stated when removing the pod, the pod site on their arm was a little red but it appeared to be due to taking off the pod. The patient did notice it was wet around the pod but was unsure if it was insulin leaking or wet from washing their hands. Upon removal of the pod the cannula was bent at a 90-degree angle.